Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. However, the cause for failure to open and damaged braid could not be determined. Possible cause of failure to open includes damaged braid. Customer reported that vessel tortuosity was moderate and the pipeline flex was resheathed less than or equal to two times. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a large aneurysm was in the cavernous sinus segment of the left internal carotid artery and it was planned to perform blood flow-directing dense mesh stent implantation. Neuron max long sheath reached the petrous segment of the internal carotid artery, 6f navien reached the horizontal segment of the cavernous sinus segment to provide strong support, and phenom27 reached m2 under the guidance of sychro. Selected the ped-500-25 model based on 3d measurements, which was fully hydrated and delivered in place, and fixed the stent and pushed the guidewire, withdrew the stent catheter phenom27 to expose the tip end development coil, and then continued to withdraw the stent catheter phenom27 to expose the stent head, but the ped stent distal tip end still couldn't be opened well. Continued to release for a longer distance, waited, pushed and pulled, swung, increased and decreased tens ion, recycled and released again, but there was still no way to open the tip end. Moreover, under fluoroscopy, it was found that the shape of the tip end of the stent was at risk of damage. Considering that it might increase ischemic complications, the surgeon had to choose to withdraw the stent and the stent catheter as a whole from the body. A new phenom27 and ped-500-30 were replaced and the previous operations were repeated. This time there were no problems and the procedure was completed successfully. The pipeline was not positioned in a bend. Ledd than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing neurointerventional minimally invasive treatment, blood flow guiding dense mesh stent implantation surgery for treatment of a saccular, unruptured large aneurysm of the cavernous sinus segment of the left internal carotid artery with a max diameter of 16.7mm and a 11.1mm neck diameter. The access vessel was the femoral artery with a diameter of 6mm. The landing zone was 4.5mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, pru level was within normal range. The  angiographic result post procedure was normal health. Ancillary devices include a jianshi neuron max 6f long sheath sheath, medtronic navien 6f 115cm guide catheter, stryker sychro 0.014 inches guidewire.